Manufacturer narrative:
An internal complaint (call (B)(4) was received indicating that a single-strung tonsil sponge (part number 30-038ns), failed due to the string dislodging from the sponge during removal. The sponge was retrieved with forceps. The investigation is incomplete at this time. This report will be updated when new and critical information is available. Device not returned to the manufacturer.

Event description:
It was reported that during a surgical procedure, the surgeon was removing the tonsil sponge from the surgical site and the string detached from the sponge. The sponge was retrieved with a forceps. No patient injury resulted. No further intervention was done. The sample was not retained for evaluation.

Manufacturer narrative:
Root cause analysis: the reported issue has been determined to be an isolated event due to an undetermined root cause. Neither a sample or finished good lot number were provided, and therefore, a root cause could not be determined. Potential root causes have been identified, but are not limited to, the following: 1) vendor-related defect or 2) end user error when attempting to remove the product. Corrective action and/or systemic correction action taken: due to the investigation and root cause determination, a corrective action has not been taken. Investigation summary: an internal complaint ((B)(4)) was received reporting that a single strung tonsil sponge (finished good (B)(4)) dislodged from the string during removal and was retrieved with forceps. The qc complaint specialist reviewed the bill of materials and identified the associated raw material as part number 4-1152. This raw material is provided by multiple vendors. An attempt was made to identify the vendor associated with this investigation. However, a finished good lot number was not reported, and without a finished good lot number, the raw material lot and associated vendor cannot be identified. The 2014-2015 supplier corrective action request (scar) and supplier notification letter (snl) logs were reviewed for similar complaints. No similar complaints were found for the failure mode reported. Vendor notification cannot be performed because the finished good lot number was not reported. An inventory evaluation was completed. A total of 300 parts from five lots were evaluated, and the reported failure could not be duplicated. (B)(4). No previous reports were identified during this review period. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. The investigation is complete at this time. If new and critical information is received, this report will be updated. Device not returned to the manufacturer.

Event description:
It was reported that during a surgical procedure, the surgeon was removing the tonsil sponge from the surgical site and the string detached from the sponge. The sponge was retrieved with a forceps. No patient injury resulted. No further intervention was done. The sample was not retained for evaluation.